Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "unspecified issue" was reproduced as the device powers off without user input. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the depressed rear case pins. The rear case required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had an unspecified issue of not working properly during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.